Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an e. Coli infection at the ipg site. The physician noted the patient's ipg site was warm on (B)(6) 2017. In turn, the patient was admitted into the hospital overnight. The next day, the patient underwent surgical intervention wherein the scs system was explanted. Additional information revealed the patient was treated with IV antibiotics while in the hospital. The patient was also treated with oral antibiotics following the procedure. Reportedly the patient is " doing fine " post-operative.